Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 110mg/dl. The caller stated that the insulin squirted out during the manual prime and the device alarmed. The customer also stated that the drive support disk was protruded. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.